Event description:
The surgeon was consulted due to oozing around the umbilical cord that would not correct with any intervention. Dr. Came to the bedside to assess. While removing 5 fr double lumen umbilical catheter it broke and 3 cm remained in the patient's umbilicus.